Event description:
During a stone extraction procedure the physician was using a wilson-cook web ii memory double lumen extraction basket. The basket would not close to capture the stone. The physician attempted to retract the basket, causing the drive were to puncture through the sheath near the handle. No injury to the user or the pt was reported.